Event description:
It was reported that during post implant check, the left ventricular lead exhibited loss of capture. A chest x-ray revealed the lead had dislodged. The pocket was reopened and the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).